Event description:
It was reported that the cannula was already sticking out of the pod prior to attaching to patient, indicating a needle mechanism failure. Patient also noted the cannula was bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.